Event description:
It was observed that during the device evaluation, the subject device exhibited cracked adhesive around the objective lens and foreign material in the forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following was the most probable cause of the cracked adhesive: cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Additionally, based on the results of the investigation, it is likely the following was the most probable cause of the foreign material: cause linked to device but unable to trace more specifically. However a definitive root cause of both issues could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.